Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope had a very bad image. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the case and was not completed robotically. It was converted to another system as switching to a 30-degree was more difficult for the surgeon.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree plus endoscope to perform failure analysis. The endoscope was analyzed and found to have failed the focus test. The endoscope failed focus at a working distance with poor focus at all distances. There was an artifact on the left eye and cable had damage in zone b. The complaint was confirmed by failure analysis.